Event description:
It was reported that during pre use (routine check) the cs300 intra aortic balloon pump (iabp) fiber optic not working. Patient not involved and no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9 (device available for eval), d10, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced the fiber optic module. Calibration and functional testing. All functional and safety checks are meet to factory specifications performed and returned to use.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the fiber optic of cs300 intra-aortic balloon pump (iabp) does not work.